Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's transmitter was unable to read the device. This was likely due to a possible rf chip issue. The patient mentioned working with powerful magnets in the workplace and wondered if this could affect the implant.